Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe rinse collar of the unicel dxh 800 coulter cellular analysis system was leaking. Customer reported that about 30 ml of diluted blood had leaked in the immediate area. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the probe wipe. The fse noticed that the wash troth was being restricted by the tubing thus causing the troth probe to not wash properly. The fse readjusted the troth and the tubing. The fse verified the repairs were performed per established procedures.